Event description:
A customer contacted beckman coulter inc., (bci), and reported that unicel dxc 600i synchron access clinical system generated elevated troponin (accutni) result for one patient. The result was reported out of the lab and was questioned by the patient's doctor. Re-testing of the sample on an alternate method reproduced the elevated result, which was also questioned by the doctor. A second patient sample that was drawn and tested days later produced a lower result within the risk stratification range of the assay that was not reported as being in question. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer supplied data, samples were collected in either serum or plasma sample tubes. The customer requested customer product line support (cpls) testing of patient sample 1/1 to determine if a sample interferent is present. Results of cpls testing have not been supplied to date. The customer reported there were no issues with any other patient samples. Qc and system check information have not been supplied to date. Service was not dispatched for this event. A definitive root cause for this event could not be determined at the present date with the information currently available. An MDR number: 2122870-2011-04169 is associated with this event.